Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose of 470 mg/dl the night before which was treated with manual injection. The customer also reported that the insulin pump alarmed motor error and no delivery during basal. The customer's blood glucose at the time of the call was 359 mg/dl. During troubleshooting, the customer mentioned that she had a CT scan two weeks back and received a motor position encoder error alarm. The customer was able to rewind and prime and the insulin pump passed the displacement test. It was advised that the alarm was caused by a connection issue and to monitor the device. The insulin pump will not be returned for analysis.